Event description:
It was reported that during the implant procedure, after the leads were connected to the pulse generator, the pacing dependent patient experienced asystole. Upon interrogation, it was noted that the device was programmed to odo mode. The device was reprogrammed and the issue was resolved. The patient was well post event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.